Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8309561. Medical device expiration date: 2020-03-31. Device manufacture date: 2018-11-05. Medical device lot #: 9025731. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-01-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective marking and foreign matter was found before use with bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, "(defective marking),(dirty tube)" 3 occurrences were reported.